Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia in a laparoscopic repair. It was reported that after implant, the patient experienced hernia recurrence, infection, adhesions, scar tissues, purulent material and abscess. Post-operative patient treatment included recurrent hernia repaired with new mesh, drainage of abscess and abdominoplasty .

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Concomitant medical products: (lot# pki00546). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced hernia recurrence, infection and abscess. Post-operative patient treatment included recurrent hernia repaired with new mesh and drainage of abscess.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced hernia recurrence, infection, adhesions, scar tissues, purulent material, small bowel obstruction, and abscess. Post-operative patient treatment included mesh removal, recurrent hernia repaired with new mesh, drainage of abscess, debridement of infected tissue, and abdominoplasty .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: d4 (expiration date), g4 (PMA / 510(k) #), <(>&<)> h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced pain, hernia recurrence, infection, adhesions, scar tissues, purulent material, small bowel obstruction, and abscess. Post-operative patient treatment included mesh removal, recurrent hernia repaired with new mesh, drainage of abscess, debridement of infected tissue, and abdominoplasty.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced hernia recurrence. Treatment provided for these conditions include revision surgery.